Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device battery status was showing five months remaining to elective replacement indicator (eri). However, after several days, this device triggered eri. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.